Event description:
Caller reported a aviva result of 254 mg/dl, professional result of 117 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.